Manufacturer narrative:
Covidien's (B)(4) scientific services and product safety manager reports "I talked to the responsible technician yesterday for other reasons, and she did not mention anything about an injector problem. For her, it was a 'normal' extravasation, i.e. The pt might have moved and/or the needle might have got dislocated. The relatively high flow rate was seen as the reason that the extravasated volume was so high." (B)(4) quality assurance did a review of current entries to the complaint tracking system and it revealed no reports of infiltrations or other problems related to this injector unit.

Event description:
Covidien pharmacovigilance - (B)(4) rec'd the following report. This case was reported from a non-interventional (B)(4) study in (B)(6), called safety monitoring of optiray in the pt set receiving very-high-flow injection rates (greater than or equal to 4ml/second) intravenously, (B)(6) female pt, (B)(6), with a history of diabetes without any long-term medication, rec'd 120ml of optiray 300, batch 10f1365, from 2 100ml bottles, for abdominal/liver CT with a flow rate of 4.0ml/second. After approx 110ml had been injected, a swelling in the pts arm pit was observed, the whole dose appeared to be extravasated. The pt reported mild pain at the injection site. The pt recovered after an unk duration.